Manufacturer narrative:
No medical records and no medical images were provided to the manufacturer. The lot number for the device was not provided, therefore, the device history records were not reviewed. The device has been returned to the manufacturer for evaluation. The investigation is currently under way.

Event description:
It was reported that one week after the catheter was repaired, there was allegedly a crack on the repaired part of the catheter and leakage occurred. It was further reported the catheter was repaired. There was no reported patient injury.

Manufacturer narrative:
Manufacturing review: a complete manufacturing review could not be performed, as the lot number is unknown. Investigation summary: one 4.2 f s/l broviac catheter repair segment was returned for evaluation. The segment was received with blue cap attached to white luer hub and without clamp. A partial circumferential split was noted on the protective sleeve immediately distal to the luer hub. When viewed under magnification, it was noted that the split surface was jagged and rough with a pinhole inside the split. Although no leaks were noted during functional testing, the investigation is confirmed for the reported leak as a hole in the catheter was identified. Per the evaluation results, the damage noted to the catheter was on the protective sleeve immediately distal to the luer hub and was circumferentially-aligned. These are characteristics typical of damage resulting from clamping too close to the luer hub, resulting in the catheter material being pinched between the harder material of the clamp and the luer hub. Therefore, it is possible that clamping too close to the hub contributed to the reported event. However, the definitive root cause could not be determined based upon available information. Labeling review: the review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate.

Event description:
It was reported that one week after the catheter repair kit was used, there was allegedly a crack on the repaired part of the catheter and leakage occurred. Another repair kit was used to complete repair on the catheter. There was no reported patient injury.